Event description:
It was reported that a pump's quick bolus/wake button was difficult to press and required multiple presses to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to ensure the pump was unplugged and advised specific techniques for pressing the button; however, the issue persisted. Consequently, the support team arranged for a replacement pump and confirmed the shipping details, instructing the customer to use multiple daily injections (mdi) as a backup therapy during this period. The customer was also informed to allow the battery to fully deplete before returning the defective pump using a pre-paid label within ten days, which they acknowledged.